Manufacturer narrative:
Promus premier ous mr 38 x 2.75 mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent identified damage to the distal end of the stent; the distal stent struts were stretched in a distal direction. The stent showed no signs of movement and was set between the proximal and distal markerbands. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were examined and were found to be tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip identified damage to the distal edge of the tip. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer lumen and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 03-jul-2019. It was reported that crossing difficulties were encountered. The 99% stenosed target lesion was located in the severely calcified in left anterior descending ( lad) artery. A 38 x 2.75 promus premier ous mr drug-eluting stent was then advanced to treat the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damaged, tip damaged and hypotube kinked.